Event description:
Patient had a uni knee on in beginning of 2008. Patient returned to or x3 for revisions. Patient was adamant related to having a uni knee verse a total knee. Three total revisions. 1st to uni, 2nd to right uni, third to total system.

Event description:
Patient had a uni knee on in beginning of 2008. Patient returned to or x3 for revisions. Patient was adamant related to having a uni knee verse a total knee. Three total revisions. 1st to uni, 2nd to right uni, third to total system.